Event description:
It was reported that the patient presented for remote follow up via merlin.net with inappropriate therapy delivered by the implantable cardioverter defibrillator. The device exhibited under-sensing that resulted in incorrect tachycardia binning. Programming changes were discussed; however, no interventions were reported. The patient was in stable condition.